Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: as the device has not been returned a technical analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that post a stenting treatment procedure patient death occurred. In (B)(6) of 2007, the patient was admitted to the hospital due to chronic heart failure and ten days later the patient was put on a respirator. In (B)(6) of 2007, the patient had an abnormal EKG along with a mild non-q-wave myocardial infarction. The following day, it was discovered that the lmca was totally occluded. A 3.0x16mm taxus express2 stent was implanted in the lesion for treatment of the restenosis, leaving 0% residual stenosis. Following the completion of the taxus express2 implant procedure, the patient developed a mild non-q-wave myocardial infarction; however, the culprit lesion was unknown and no action was taken. The following day, it was noted that the patient had elevated cardiac enzymes and the patient developed pneumonia. On (B)(6) of 2007, the patient experienced worsening of pneumonia and it was discovered that the patient had blood poisoning. The following day, the patient developed acute renal failure. The patient expired the next day due to chronic heart failure.